Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with the top case cracked/chipped by the front left and right bottom corners. Bottom case cracked by the "l" bracket pole clamp, cracked right plunger case and visible contamination. During analysis, the reported issue was able to be duplicated. Service replaced main printed circuit (pc) board, keypad (top case), interconnect board, radio board and antenna. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical medfusion pump had internal water damage. No adverse effects were reported.